Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion approved 3rd party field service representative (fsr) evaluated the suspect device onsite. They cleaned the touchscreen, checked the operation of the ventilator, and the device operated properly. The suspect device passes user verification testing and was placed back into service. No parts were replaced and no malfunction was detected.

Event description:
The customer reported that the touchscreen on the vela ventilator was frozen during patient use and they were unable to make any changes. The customer reported that there was no patient harm or injury.